Event description:
It was reported by service report that the head right siderail timing link was broken and the siderail could not raise or lock. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link.